Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that therapy was turning on and off by itself. The patient reported that she was experiencing something really weird and wasn't sure what to think about it because it was definitely causing some problems. The patient reported that her ins ¿silicon strip¿ was implanted in the area in the middle of her back and the wires go around her rib cage to the front and the ¿controller (patient confirmed ins battery)¿ was located in her abdomen. The patient reported that something happened and when she turned her head, the ins shut off and didn't understand how that was possible. The patient reported that she confirmed it with the patient programmer that the implant turned off and came back on when she straightened her head again. The patient also reported that it made her trip and fall. The patient reported that she had the device for a while and had never had this happened before. The patient reported that when the device shut off, it threw off her gait because she would be walking and all of a sudden device stopped. The patient reported that when the device stopped, it was like her legs collapse all of a sudden. The patient reported that she was set on high because of the level of her pain. The patient reported that the pain came back about 15 minutes after she shut it off and reported that she tried that on (B)(6) 2017. The patient reported that there were no falls or traumas that could be related to this issue. No further complications were reported.